Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: pump powers to the verify screen per normal operation. Two battery compartment cracks observed, one in thread area and one below grip pad. Evidence of moisture contamination found inside battery compartment. The battery cap is unable to fully tighten due to damaged cap threads and battery compartment crack. A test cap was used and was able to fully tighten. A power loss was nott observed. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. A leak test shows leak at crack in battery compartment. Pump case was removed, evidence of moisture contamination identified inside of pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the patient went swimming and now the pump will not power back on. The reporter confirmed there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.